Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce an improper shutdown. No related malfunction could be identified and the pump performed as expected.

Event description:
It was reported that a pump powers off and then back on without any user input. When the pump powers back on, the device displays an improper shutdown message. It was also reported that there was no patient involvement.